Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with a 350cc mentor smooth round moderate profile saline breast implant experienced left sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on 5/12/2020. Patient underwent bilateral removal and replacement wit two 380cc mentor high profile saline breast implants on (B)(6) 2020. Reason for device explant and/or reoperation: deflation and breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 6/1/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 6/16/2020. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant and developed breast pain. During the visual evaluation of the product, a line of shell wear was observed on the posterior aspect. Leak testing was performed, according to the mentor procedure, and it revealed a tear within the shell wear measuring approximately 0.1 cm. The evaluation determined that the rupture is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).